Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint following the additional information received. It was reported that the product was discarded. Therefore, no product evaluation could be performed. From the information provided based on the product history records and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Indeed, it could be hypothesized that the implant was excessively threading on the implant holder, causing the premature opening of the peek cartridge and realeasing the implant. It is clearly stated in the surgical technique to take care to stop threading as soon as full contact is achieved to avoid premature opening of the peek cartridge and releasing the implant (step 9: implant assembly to the implant inserter). However, without the product return and evaluation, this hypothesis cannot be validated. The root cause of the reported event remains undetermined with the most likely hypothesis of user error. If any further information is found which would change or alter any conclusions or information, a follow-up report will be filled accordingly.

Event description:
Mobi-c p&f us : disassembly on inserter. A sales representative reported that the metal endplate detached from the peek cartridge while placing on inserter. Additional information received on march 22nd 2019: the current patient's state of health is great. The event did not cause a delay to the procedure in excess of 30 minutes. The medical intervention was not for correction of an infection. There were no contributing conditions related to the event, for example first use of mobi-c. The surgical technique for the product was utilized. The depth stop adjustment was set initially at zero. The surgical technique was followed at the mobi-c loading on inserter (take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant). No difference in surgical steps between the first and the second implant was noticed. Additional information received on april 8th 2019: the metal endplate detached from the peek cartridge while placing implant on inserter. The reporter could not provide the reference and lot number of the inserter used during the surgery since he would have to unwrap the set since it was processed right now at the hospital. According to reporter, this was not an inserter issue. The word up could be read on the inserter when assembling the implant to the inserter. The superior endaplate disengaged from the inserter. The scrub tech loaded the implant on the inserter.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. It was reported on the zper that the product was discarded. Therefore, no product evaluation could be performed. Attempt has been made to collect additional information concerning the reported event without any responses yet. Investigation is still in progress. Conclusion is not yet available.

Event description:
Mobi-c p&f us: disassembly on inserter. A sales representative reported that the metal endplate detached from the peek cartridge while placing on inserter. Additional information received on march 22nd 2019 reported that: no impact on patient. No delay to the procedure in excess of 30 minutes. The medical intervention was not for correction of an infection. There were no contributing conditions related to the event. The surgical technique for the product was utilized. The depth stop adjustment was set initially at zero. The surgical technique was followed at the mobi-c loading on inserter. No difference in surgical steps between the first and the second implant was noticed. Attempt has been made to collect additional information concerning the reported event without any responses yet. Investigation ongoing.